Manufacturer narrative:
Date of event: date of event is estimated. Therapy date: therapy date is estimated. The stent remains in the patient. The delivery system was requested but was not returned as it was discarded by the site. As the lot number was not reported, as review of the lot history record was unable to be conducted; however, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. Inability to cross and dislodgement are captured in the risk assessment as known potential hazards. Investigation is not yet complete. A follow-up report with relevant additional information will be submitted.

Event description:
On (B)(6) 2019, the patient presented for treatment of a chronic total occlusion (cto) in the proximal and distal right coronary artery (rca) and for treatment of a severely calcified lesion in the mildly tortuous posterolateral artery (pla) (branch distal to rca). After stenting the proximal and distal rca lesions, an attempt was made to cross the lesion in the pla via groin access with a 2.5x30mm cobra pzf¿ nanocoated coronary stent system, but the device was reportedly unable to cross the pla lesion due to resistance felt against one of the previously deployed stents or due to vessel calcification, and was subsequently withdrawn. During withdrawal, the stent dislodged distally. The dislodged stent was crushed against the vessel wall using another stent and the pla lesion was left untreated. There were no adverse patient sequelae. Additional information was requested.